Manufacturer narrative:
On (B)(6) 2010 a customer contacted haemonetics to report that the alarm mute button was not working, and there were problems with load reservoir of the orthopat machine. No donor or operator injury or reaction was reported. Upon eval of the device a major blood spill was found. The spill damaged the compressor and other assorted hardware. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).

Event description:
On (B)(6) 2010 a customer contacted haemonetics to report that the alarm mute button was not working, and there were problems with load reservoir of the orthopat machine. No donor or operator injury or reaction was reported.